Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was being done when the needle was detached from the thread (removal from package /during passage through tissue/ during tying / post-op)? Please confirm could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more details. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2022-10327.

Event description:
It was reported that an animal underwent an unknown procedure in 2022 and suture was used. During the procedure, the needle was detached from the thread, brittle needle and thread. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/31/2023. Additional information was requested, the following was obtained: what was being done when the needle was detached from the thread (removal from package /during passage through tissue/ during tying / post-op)? Haemorrhoidectomy. During passage through/insertion into anal sphincter. Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more details. The needle was not retrieved. The following additional information was requested: - what is the size of the needle piece that may be retained in the patient? - is the needle retained? - what measures were taken to retrieve the needle? - did the x-ray locate the needle piece(s) in the patient¿s body? - if the needle was located on x-ray, where or in what structure was it seen? - was there any additional tissue damage as a result of searching for the needle piece? - if the needle piece is retained, what tissue structure the needle was located? Are there plans to remove the retained needle piece? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.